Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged other thermal issue. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown damage to the corner of the top enclosure. An unknown contamination was observed along the edges of the ui panel. Dust-like contamination was observed on the ui panel, also on and in the right-side panel/iso port. Several scratches and dings were observed on the bottom enclosure above the air inlet. A small amount of dust-like contamination was observed inside the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. (Ds6hflg) manufacturer observed dust-like contamination on the flip lid assembly. Small scratches were observed on the right-side panel (beauty cover). A whitish dust-like contamination was observed on the left side panel and on and inside the humidifier bottom enclosure. Dried water spots were observed on the inside of the flip lid assembly and on the heater plate. A dust-like contamination was observed in the lower base and on the water chamber. Manufacturer is unable to confirm the symptoms outlined in the complaint. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error code. During review of the error logs, manufacturer determined that the device was likely reset prior to pil receipt due to the machine having 811.6 hours and 0 blower hours and 0 therapy hours. The manufacturer found 0 error code. Care orchestrator data was not available for download.